Event description:
It was reported that the intra-aortic balloon (iab) was inserted without difficulty. The pump alarmed "kinked catheter/balloon leak". As a result, the md removed the iab and replaced it with a non-fiberoptic iab. There were no reported patient complications or injuries.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.